Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the angle wire. In addition, we confirmed that the u/d and the r/l pulley wires worn out; however, these are not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model eg27-i10-us is available in the USA with a 510k number k131902. This report is being filed as part of the pentax backlog management plan.

Event description:
Angle wire ruptured. The time of event is unknown. There was no report of patient harm.